Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, threshold measurements had increased. An invasive procedure was performed. During laser removal, the lead broke between the svc and rv coil. The distal portion of the lead remains implanted. This device remains implanted with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.